Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that during the procedure the surgeon slightly bent the tip of the guidewire. Upon trying to remove the guidewire, it jammed in the proximal screw holes of the antegrade nail. The nail had to be removed to push the guidewire back out and then reinserted.